Event description:
Related MFR report: 1627487-2019-10843. Follow up information received identified the clinic informed abbott representatives the patient decided not to undergo revision of the scs lead. No further surgical intervention was planned at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-10843. It was reported the patient's scs system stimulation was interrupted following a bicycle accident. Diagnostic testing of the patient's scs system showed all of the lead contacts with high impedance readings. Surgical intervention may be taken to address the issue.